Manufacturer narrative:
(B)(4). (B)(4). Neither device nor applicable imaging studies returned to manufacturer for evaluation.

Event description:
It was reported that on (B)(6) 2011: the patient presented with lower back pain that radiates to lle. Ros revealed: musculoskeletal: pain, weakness, stiffness, decreased range of motion. (B)(6) 2011: the patient admitted with pre-operative diagnose of l5-s1 left disc herniation. The patient underwent anterior l5-s1 diskectomy, anterior arthrodesis at l5-s1 insertion of optimesh cage, posterior l5-s1 pedicle screw instrumentation and fusion. (B)(6) 2011: the patient presented with chief complaint of suture removal, pt c/o incision being inflamed, no drainage or fever noted. (B)(6) 2011: the patient presented with chief complaint of numbness and pain in left toes. Ch 2. S/p lumbar l5-s1 optimesh fusion. Ros revealed: musculoskeletal: chronic back pain, pain, decreased range of motion. (B)(6) 2011: the patient underwent emg. Impression: left s1 radiculopathy. (B)(6) 2011: the patient presented with chief complaint of post op sx. Pt c/o bruising on back. Mos revealed: musculoskeletal: pain, stiffness, decreased range of motion. (B)(6) 2012: the patient presented with lower back pain with numbness in left foot. Ros revealed: musculoskeletal: pain (B)(6) 2012: the patient underwent emg examination. (B)(6) 2012: the patient presented to go over emg and MRI results.. Patient states that the cortisone shot did not help to lower back and left foot. Patient complaint of lower back pain and cramps in left calf. Ros revealed: musculoskeletal: weakness, pain. (B)(6) 2012: the patient admitted with pre-operative diagnosis of 1. Lumbar radicular pain. 2. Lumbar disk displacement 3. Status post lumbar fusion. 4. Chronic low back pain. The patient underwent left l5-s1 transforaminal epidural steroid injection under fluoroscopic guidance. (B)(6) 2012: the patient presented for follow-up with complaint for 2 month flue. And lower back pain with radiating pain into ble. Pt states lbp has worsen post-surgery. Ros revealed: musculoskeletal: weakness, pain. (B)(6) 2012: the patient presented with complaint of lower back pain with numbness and weakness. Ros revealed: musculoskeletal: weakness, pain. Neurological: numbness. (B)(6) 2012: the patient presented with pre-operative diagnose of l% to s1 degenerative disk disease, l5 to s1 nonunion. The patient underwent anterior l5 to s1 lumbar discectomy , removal of previous implanted spinal implant, arthrodesis, anterior l5 to s1, insertion of a peek biomechanical age with anterior screw fixation and plate, use of fluoroscopy and interpretation use of microscope and dissection, emg and ssep monitoring. Per-op notes: procedure is performed under general anesthesia in supine position. Midline incision was made and following incision of linea alba, submuscular retroperitoneal access of the anterior l5 to s1 disk space was performed. The previous placed bone graft has not incorporated into the adjacent bones and the mesh incorporated into the adjacent bones and the mesh incorporating the graft was removed along with bone graft. With end plate cleaned and prepared, we then placed sovereign peek biomechanical cage filled with extra small rh-bmp2/acs and grafton. The graft was then countersunk into the disk space under fluoroscopy. A locking plate was then placed and confirmed. (B)(6) 2012: the patient presented with chief complaint of suture removal, lower back pain, and weakness. Ros revealed: pain, stiffness, back pain, decreased range of motion. (B)(6) 2012: the patient presented with chief complaint of 4 week post op l5/s1, numbness. Ros revealed: musculoskeletal: pain (B)(6) 2012: the patient presented with chief complaint of lle pain and some rle. Ros revealed: musculoskeletal: pain, weakness, chronic back pain. Nervous: numbness. (B)(6) 2013: the patient underwent sacrum/coccyx min 2 views. Impression: needle and contrast associated with the dorcal sacrum. The patient admitted with pre-operative diagnoses of 1. Bilateral lumbar radicular pain.2. Lumbar degenerative disk disease. 3. Lumbar spondylosis, status post lumbar fusion. The patient underwent caudal epidural steroid injection under fluoroscopic guidance. (B)(6) 2014: the patient admitted with admission diagnoses of lumbar radiculitis. The patient underwent caudal epidural steroid injection under fluoroscopic guidance